Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching, redness and rash had occurred while wearing the pod. The patient consulted the doctor and was prescribed an ointment for treatment.